Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6.3 cm in diameter thoracic aortic aneurysm and dissection approximately one month ago. Vessel morphology was reported as no tortuosity, mild calcification, and small in diameter iliac arteries measuring, 7.5 mm to 8 mm in diameter. The first stent graft stent graft vamc3632c150tu was correctly implanted. The second stent graft vamf4242c150te could not be advanced to the intended landing zone; as the delivery system kinked during the attempt to advance the device. The delivery system was removed from the patient without issue. There were severe kinks on the graft cover and no further attempts were made to use this device. The third device vamf4646c200tu was able to be successfully implanted at the intended landing zone; however, during the removal of the delivery catheter, part of the iliac intima and part of the artery between the common iliac and the external iliac artery came out attached to the stent graft cover. The patient coded, CPR was initiated; however, the patient was unable to be revived. The patient expired. The possible cause of the trauma to the vessel may have been due to artery spasms and narrowing in the iliac artery.

Event description:
From the examination of the returned device, the positioning difficulties and kink were confirmed. The cause of this event was determined to be anatomy related, which was reported to have small in diameter iliac arteries measuring 7.5mm to 8mm, while the device used was 25fr (8mm). Review of manufacturing documentations confirmed that the device met manufacturing and quality standards before it was released for distribution.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): evaluation results and conclusion: (death, positioning difficulties). (Artery spasms and narrowing in the iliac artery).